Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer found mini drawer 1.18 flat flex cable was jammed and damaged. The fse replaced both the mini engine and the control board. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a pocket failure. The customer stated that the mini pockets (drawer 1) in endo1 station have failed resulted in delay of patient care, necessitating dispensation from the pharmacy. The customer mentioned that it was a reoccurring issue occurring for the second time in the same week effect the patient care. There were no adverse events or injuries reported based on this event.